Event description:
(B)(6). Date of event: (B)(6) 2012. According to the information received, there was a urine bag with a blocked inlet. The bags were reported to be sealed.

Manufacturer narrative:
Two samples were received and tested. Pressure testing was evaluated. One sample did not meet the test requirements. Part of the bag foil was folded in the bag and created a blockage of the inlet tube. Based upon the testing conducted, this complaint can be confirmed as reported.